Manufacturer narrative:
Additional information: patient has a medical history of prior pci, hypertension, hyperlipidemia and smoking. The rca was treated in the index procedure. The mi occurred 19 months post index procedure. The sponsor assessed the event as not related to the device or the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute integrity des was implanted. Cec adjudicated a non-q-wave mi, mdt extended historical peri- pci of the non target vessel cx occured and that there was om occlusion during revascularization of the non-target vessel.